Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula and failure to adhere properly or to determine whether it contributed to the reported hyperglycemia. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose levels reached 22.3 mmol/l (402 mg/dl) while wearing the between 36 and 48 hours on the abdomen. The customer noted that the pod was not sticking well and cannula was bent. A new pod was applied to treat the hyperglycemia.